Event description:
It was reported that the customer was hospitalized due to high blood glucose of 500 mg/dl. It was stated that there is a crack at the back of the insulin pump, and the customer was trying to prime, but the back side of it is pushing out. It was stated that the mother is unsure how it happened. It was stated that the customer was treated with manual injections. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of the cracked end cap. Further testing could not be performed due to the cracked end cap.